Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was hospitalized due to a diabetic ketoacidosis and was in intensive care unit. The customer was taken to the emergency room on 01/20/2016. His blood glucose level was over 300 mg/dl. Two infusion sets had a bent cannula. He was treated with IV drip and was in the hospital for about five to six days. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.